Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, bad battery contacts, which was experienced and confirmed during evaluation. Two negative battery pins were depressed affecting dc operation, preventing the pump from powering on. The back flex was replaced through replacement of the rear case assembly.

Event description:
It was reported that a spectrum pump had "bad battery contacts." It was also reported there was no patient involvement.